Manufacturer narrative:
The device has been received for evaluation. Investigation is pending. E1 initial reporter phone number: ext. (B)(6).

Event description:
The event involved a plum set where it was reported that the drug could not be delivered when about to inject medication. There was patient involvement but no patient harm.

Manufacturer narrative:
Received one used list #142730490 plum 150 ml burette set. As received no damage or anomalies were observed. The set was attached to an ICU medical provided IV bag, primed per packaging directions, and a test infusion was performed. No issues were noted during priming. Additionally, no cassette errors, occlusion alarms, or air in line alarms were generated and no restrictions were noted. Using a syringe provided by ICU medical, water was pushed through all 3 claves. An occlusion was found on the blue clave on the burrette. Inspection of the area under uv light showed errant solvent on the semi-rigid adapter underneath the clave. The complaint of 'drug could not be delivered' can be confirmed due to the occlusion observed on the blue clave. The probable cause of the observed anomaly is due to a solvent application error. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.